Event description:
It was reported that during a total knee arthroscopy (tka) procedure for osteoarthritis of the knee. During the surgery the distal femoral osteotomy block and outriggers (distal femoral osteotomy guides with a 6° valgus angle) were inserted into the medullary cavity along with the im rod. It was reported that when inserting the pin into the osteotomy block, the block body moved laterally during the pin insertion operation, resulting in a displacement from the intended position. It was further observed that with the outriggers (distal plate of the distal femoral osteotomy guide: black area), although it was expected that either the medial or lateral side of the femur would float due to the 6° valgus angle setting, both the medial and lateral sides consistently remained in contact with the bone surface. Due to the inherent design characteristics of the machine and the fact that a certain degree of movement is permitted, the product was used as is. There was no surgical delay and no harm to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.